Manufacturer narrative:
Failure analysis: the position of the cam when valve was received was at setting 4. The valve was visually inspected; no defects were noted. The valve passed the test for programming, flushing, leaking, reflux and pressure test. The catheter was irrigated, no occlusions noted. The siphon guard was tested per instructions for use (IFU). The siphon guard passed the test. Root cause: no root cause could be determined as the technician could not confirm any problem with the valve at the time of investigation. The root cause for the issue reported by the customer was probably due to biological debris and protein build up interfering with the valve mechanism, at the time of investigation no obstruction was noted.

Event description:
N/a.

Manufacturer narrative:
An investigation has been initiated based on the reported information. Upon completion of the investigation, a follow-up report will be submitted.

Event description:
A physician reported a certas valve stopped flowing and was explanted. No additional information has been provided.